Event description:
Paramedics responded to a patient, condition not reported. The device was connected to the patient for synchronized cardioversion. According to the reporter, when the device was charged, it dumped the energy before it could be delivered. A backup device was called for and used and the patient was transported to the hospital. No adverse affects to the patient were reported as a result of the alleged malfunction.